Manufacturer narrative:
The event details state that lead migration was observed on a scan; however, confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. Excessive lead migration may require reoperation to replace the lead/s.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s lead with a new model, which addressed the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Scans revealed the lead migrated. To address the issue, the patient may be awaiting surgical intervention.